Manufacturer narrative:
The reported issue of battery replacement of m2 pcus within the first year of installation could not be confirmed. The customer noted the replaced batteries have been discarded. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that they have had to replace batteries on their alaris (m2) devices within the 1st year of installation. There was no harm.